Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient did not experience any pain. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with unspecified antibiotics for 14 days. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4): the cause of the peritonitis was found to be due to a (B)(6) infection. The patient recovered from the peritonitis on an unreported date in (B)(6) 2013. No additional information is available.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2013, the patient was discharged from the hospital. On an unreported date, the patient had recurrent peritonitis and was hospitalized for the event. Treatment was not reported. The patient recovered from the recurrent peritonitis.